Event description:
The customer indicated that the generator was locked in the standby mode. Also, the unit was self-activating in the coag mode when the return electrode was connected and the rem system is disabled.